Event description:
Patient underwent a bedside percutaneous tracheostomy placement. Md checked and cuff inflated. #8 coviden placed and very shortly after, large leak noted. Air added to cuff that would not hold air. Trach was changed out. Defective trach removed. Able to inflate, but when placed in water, noticed a pinhole leaking air.